Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information provided, it is presumed that due to the handling of the user, unexpected stress was applied to the cable and the cable unit broke down, resulting in intermittent images. It is presumed that the camera head part was unexpectedly stressed due to the handling of the user, and the ccd unit broke down, resulting in no image output. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found shortage in cable causing intermittent image. Faulty ccd (charge coupled device) unit was noted. The reported failure was confirmed. Based on evaluation findings the reported issue was found to be due to faulty ccd and shortage in cable. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device video cuts off, flexing cable at connector. The issue occurred during preparation for use. There was no patient involvement, no user injury reported.